Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported the patient's cardiogenic shock worsened overnight and the decision was made to place the impella rp. Continuous renal replacement therapy (crrt) initiated for metabolic acidosis (ph 7.26 post intervention, now 7.32 after initiation). The urine was red and labs were hemolyzed. Transesophageal echocardiogram (tee) revealed loss of anterior wall motion and the left ventricular ejection fraction (lvef) was 10% down from 45%. Decision was therefore made to place an impella cp and support patient with bipella.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the hemolysis has been completed. According to the clinical, the patient began producing red colored urine and hemolysis was confirmed. Later the same day, tee revealed loss of anterior wall motion so the decision was made to place an impella cp device as well. In an attempt to resolve the issues the pumps were repositioned. However, the hemolysis remained so the decision was made to remove both pumps. After the pumps were removed hemolysis still remained. The patient expired on support shortly afterward. No product was returned for an investigation. No data logs were returned for analysis. The cause of the hemolysis was not determined because no product or logs were returned and not enough clinical information was given. The instructions for use for the impella rp smartassist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿. Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿ added- b5 mso review, h6 component code 925 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.